Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the poor connectivity at the tower door connectors, likely caused by loose or oxidized contacts. The field service engineer resolved the issue by cleaning the connectors, crimping them down for better contact, and applying black conductive paste to ensure stable connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawers were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.